Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. When powering on the on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2443 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Force gauge test passed. Voltage check test passed. System air leak test passed. Valve actuation test passed. Pre-accelerated stress test (ast) 15mins 1000ml simulated treatment was performed, without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.

Event description:
A nurse reported that the screen of a clinic¿s liberty select cycler was blank. The ok and stop keys were on, however the screen remained blank. The nurse stated that they were unable to open the cassette door and unable to remove the cassette from the cycler. The cycler was turned off. The cycler was rebooted; however the cassette was still unable to be removed and the ok and stop keys lit up but the screen remained blank. At that point in time, the technical support representative advised discontinuing use of the cycler. A replacement cycler was issued to the clinic. It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed that there was no patient involvement as the reported event occurred during training. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.